Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was due to fungus. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal, dose, frequency and duration were not reported) into dianeal for treatment of the event. At the time of this report, the patient has recovered from the event and pd therapy was discontinued. No additional information is available as the reporter declined follow up.